Event description:
It was reported during an unk bowel procedure the tx60 stapler was used for anastomosis. It was reported by the or supervisor the anastomosis was tested and it did not leak. On 1/6/98 the pt was brought back for reoperation and the surgeon performed a diverting transverse colostomy. The or supervisor reports the anastomosis was leaking. There is no add'l info at this time. 1/15/98 the rep reports the tx60b was used on the initial case, a low anterior resection. The tx60b was fired on tissue and the staples did not form properly. The surgeon reports the tissue fired on was thick tissue. The device was reloaded with an xr60g and the staples formed properly. The anastomosis was tested and there was no leakage. The pt was not feeling well five days postoop and was brought back to surgery for reoperation. The surgeon reported feces were found in the lower pelvic area. At this time a diverting transverse colostomy was performed.